Manufacturer narrative:
The customer reported that one of their patients disappeared from the central nurse's station (cns) and got replaced by a patient from another department. Once the patient that disappeared from the cns, all of the patient data got lost as well. The customer was unable to locate this patient on the list of patients that were waiting on the readmit page. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: 2 different bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that one of their patients disappeared from the central nurse's station (cns) and got replaced by a patient from another department.

Event description:
The customer reported that one of their patients disappeared from the central nurse's station (cns) and got replaced by a patient from another department.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated that a patient being monitoring on bedside monitor ccu e345 and at the cns station. Customer stated that on the cns station, this patient was unexpectedly replaced by another patient from emergency department on bsm ed 227. Investigation summary based off the findings from nkc, the system was running as expected and patient did not "unexpectedly" replace the patient on this cns. The logs indicate the patient on e-345 was moved / transferred to e-343, which allowed the room e-345 to be available. Four minutes later a new patient was admitted to e-345, which caused the cns to show a different patient on that tile / room. The patient never "replaced" the other patient on the cns. The system operated as intended. The root cause of the reported event was due to user error in patient transfer. The reported event has not re-occurred.